Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact reported the customer's blood glucose levels had been fluctuating and out of target after blousing. Blood glucose levels ranged from 40 mg/dl to "in the 400's mg/dl". Consumption of carbohydrates were used to address the low bg's and a correction bolus via the pump was used to address the high bg levels. The contact reported when uploading data to the computer she was prompted to check her time and date. The pump time was ahead by 1 day and 4 hours. Tandem customer support assisted customer with setting the correct time and date. During a follow up call one week after changing the pump time, the contact reports the pump time is now 2 minutes off from contacts watch which is connected to the internet. The customer will continue to use the insulin pump until they receive the replacement device.